Event description:
Rxsight was informed a light adjustable lens (lal, (B)(6)) was explanted due to being implanted backwards during primary cataract surgery. Another lal was implanted as replacement. Rxsight's first awareness of this event was on 9/4/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).